Manufacturer narrative:
Although the customer originally reported a service code, during troubleshooting with customer service it was determined that AED was unable to power on and perform a manual self test. Analysis of the AED and its log files could not confirm the reported issue.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.